Manufacturer narrative:
(B)(4). Correction: lot number. Correction: phone and fax numbers. The other three perclose proglide devices, referenced in describe event or problem, are filed under separate medwatch manufacturer report reference numbers. Visual inspections were performed on the returned device. The reported cuff miss was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: suture placement in a common femoral artery was attempted using a proglide device with a 6fr sheath, in a preclose technique, prior to an endoprosthesis procedure. Reportedly, the proglide suture could not be grasped; a cuff miss was noticed. Another proglide was used with the same result. The sutures of two other proglide were successfully placed. The sheath was upsized to 22fr and the endoprosthesis procedure was completed. Hemostasis was attempted with the two successfully preplaced proglide sutures; however, it was not achieved. A cut down was performed and a patch was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the suture could not be grasped. Hemostasis was achieved by an unspecified method. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.